Manufacturer narrative:
Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported that a hip revision was done due to removal of implants for an irrigation and debridemnt of an infection.